Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nothing happened to me when the head fell off no [no adverse event] top of the toothbrush head has come away from the rest of the toothbrush head - oral-b [device breakage]. Case narrative: 76-year-old male consumer via phone stated that the top of his oral-b toothbrush head came away from the rest of the toothbrush head. Nothing happened to him when the toothbrush head fell off. No injury was reported.